Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. Lead damage was suspected but was not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.